Manufacturer narrative:
Philips has investigated this complaint. The customer reported to philips remote service engineer (rse) that the ups controller in the m cabinet was flashing, and there was no 230v output. The rse instructed the customer to bypass the ups in the m cabinet and provided the customer with the part numbers for the ups 1phase data integrity controller sp and ups 1phase data integrity battery sp. After which, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system could not power on. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.